Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). No device returned the analysis results showed that two (B)(4) cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, upon the first fire across the duodenum a white load was used to staple and cut. The surgeon stated nothing odd was noted in the firing sequence. The stapler did not lock out. The surgeon thought everything was good with the tissue. The surgeon continued to fire the device for another six times for a total of seven firings. Upon the latter part of the procedure, while inspecting the duodenum, the staple line completely pulled apart. Malformed staples were noted and photographed. The surgeon went back and over sewed the area with suture. The device was discarded, two cartridges will be returned for analysis. The patient is currently okay.